Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); product type; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced an issue with a pain stimulation implantable pulse generator (ipg) when the controller went blank and became unresponsive. The patient had turned off the implanted neurostimulator during a dental visit and found the controller unresponsive upon returning home. Troubleshooting steps were taken, including removing the battery pack and connecting the controller to an ac power cord, which successfully powered the controller on. The patient then reinserted the battery, and the green light on the controller flashed, indicating the issue was resolved. The patient also stated that they had to turn their ins off when visiting the dentist, otherwise they vibrate when they were doing their thing.